Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient states once the device was implanted they received a severe infection and had to take the implant out a week later. The patient states they were experiencing burning, itching and the implant site turned blood red. The patient states they got over the counter antibiotics but nothing helped. The patient mentioned they are allergic to penicillin and sulfur. The patient states the healthcare provider (hcp) is thinking it was the packet of medication that comes with the device and wants to know what the materials are within this packet. The patient states the therapy was working great so they would like to try this again. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
H6 correction: img: g07001. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called back stating they had received a letter in the mail referencing the previously reported event. In response to the letter, they stated their device was implanted (B)(6) 2021, and that because of severe infection, it was removed (B)(6) 2021. It was taken out, and the doctor had the device. They wanted to wait until the infection was totally clear. The doctor estimated end of january. They had not made a decision on if they would be putting the stimulator back in yet. They reiterated the stimulator was in the hands of the doctor; the patient did not have it.